Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was operating slowly. A technical support specialist found that the network interface card speed was set to auto. The specialist then set the nic speed to 100 mbps/half-duplex. An email was sent to share the update with the customer. The customer later responded that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine running really slow. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.